Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 92 mg/dl on the aviva system 1 compared back to back with a result of 46 mg/dl on an unknown aviva system 2 when testing was performed within 10 minutes. Reporter stated that she self-treated with orange juice as she was feeling dizzy, hot, cold and shaking. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.